Event description:
Review of the surgeons report and database confirms patient has bone loss on the lateral side and a proximal screw loosing. She was offered screw replacement and bone graft. The surgeon preformed surgery to replace an interlocking screw and apply bone graft to correct the stated conditions and promote better healing. Cause: unable to determine the exact cause with the information provided. No indication of product defect, no broken implants involved in this case.